Manufacturer narrative:
Product ID 3889-28, lot# va0gcs6, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3889-28, lot# va0gcs6, implanted: (B)(6) 2014, product type: lead. Product ID :3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0gcs6, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that 6-8 months after their device was reinserted to a new site back in (B)(6) 2014 (patient thought), the entire system was explanted because their body was rejecting it. The patient also noted that it was starting to poke out of the incision. It was noted that no culture was taken and that the patient was unsure if they took any antibiotics. The patient was implanted for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
It was reported that the implantable neurostimulator (ins) was reinserted the day prior to the report due to the wound never healing after implant in (B)(6) 2014.